Event description:
Cam01 camino advanced monitor with icp waveform, ict, icp tolerance was out of the 1uv tolerance. There was no patient involvement. The issue was found during an annual calibration.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.